Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 07/01/2015. The fse found that the lyse line had become disconnected from the white blood cell (wbc) bath. The fse reattached the tubing, which repaired the leak. The repairs were verified by established procedures. (B)(6).

Event description:
The customer reported a leak from the coulter act diff 2 analyzer. The volume of the leak was about 20 cc and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a laboratory at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.